Event description:
The patient reported had iridotomies done and the glare is really bad. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - glare could be caused by malposition or oversize of an iridotomy performed before an icl lens implantation. But many factors such as lens dislocation, angle closure glaucoma, cornea edema or dystrophy and cataract are associated with glare. Given the reported limited information, the cause of the event is unknown. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).